Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Re-set peep and tightened the grub screws on the CPAP control stop spindle, and installed MRI battery. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical. The peep is not working.